Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes and the uterus were removed, in order to be able to remove the implants). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 3 months 16 days after insertion of essure. The patient was treated with surgery (fallopian tubes and the uterus were removed, in order to be able to remove the implants) on (B)(6) 2018. At the time of the report, the abdominal pain had resolved. The reporter provided no causality assessment for abdominal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new reporter physician added; essure was inserted on (B)(6) 2017 and removed on (B)(6) 2018 due to right-sided abdominal pain (onset date 07-mar-2018). The implant could not be removed by salpingectomy therefore hysterectomy was performed. The reaction disappeared after stopped therapy (recovered without sequela). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes and the uterus were removed, in order to be able to remove the implants). Essure was removed. At the time of the report, the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.